Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Upon inspection the stm noted the iabp was not inserted into the cart completely. The stm made sure the pump was fully inserted in the cart. An autofill and pump were completed. The stm replaced the 9-volt battery. The customer was advised to charge the iabp overnight. The iabp was released to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a back up battery not detected error message. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event reported.